Manufacturer narrative:
Block h6: imdrf code a150207 captures the reportable event of difficult to remove. Imdrf code f2303: captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 during the scheduled balloon removal procedure approximately six months beyond the maximum placement period, the physician had difficulty removing the balloon. The balloon was deflated as usual however the balloon would not pass through the esophagus freely. The removal process took an hour. Anti-spasm meds were provided and the balloon was completely flat. The procedure was completed by grasping the valve section of the balloon and getting that portion through the esophagus first. There were no patient complications reported as a result of this event.